Event description:
The pt underwent a percutaneous coronary intervention (pci) of a mid right coronary lesion. The site was pre-dilated multiple times but the (unk) stent did not cross the target site. The guidewire was withdrawn and once outside the pt, it was noted that the distal tip was unraveled. The report indicated that all the guidewire was removed from the site and no further intervention was required. As reported, the pt underwent bypass surgery after the failed pci.